Event description:
Reporter noted their staff grade has a cataract surgery audit which shows a wound burn occurring in 11 out of 56 eyes audited. This is anonymous audit data; no patient details available.